Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm tmicl13.2; -14.50/1.0/088 (sphere/cylinder/axis) implantable collamer lens into the patient's eye on (B)(6) 2022. It was noticed after implantation the lens had a notch near the haptic. The lens was removed and replaced with a back up lens intraoperatively with no complications.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a vial in liquid. Visual inspection found the lens optic and haptic torn. Additional information: h6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).